Event description:
It was reported that the remote monitor was not receiving power. A new power cord was mailed to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.